Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician attempted to perform lithotripsy on a stone approximately 10mm in size. Reportedly, " due to the hard stone" the stone was unable to be crushed and the stone was stuck in the basket. An alliance handle was used in an attempt to detach the distal tip of the basket and release the stone. The tip failed to detach, however the handle was able to be operated in order to release the stone. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Follow up information received which revealed that the stone was able to be crushed into a smaller piece and was removed using this device. Additionally, it was confirmed that this device was used to complete the procedure.

Manufacturer narrative:
Patient age/date of birth is unknown. However, the patient was over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the basket in the open position and the tip intact. The basket wires were bent. The basket width was noted to be within specification. The sheath was found to be buckled approximately 8cm from the tip and the thumb ring was cracked. Additionally, the guidewire lumen was crushed and presented with pushback. Functionally, resistance was noted when the basket was extended and retracted, most likely due to residue inside the device. A second functional evaluation of the device was performed by inserting a guidewire through the full length of the guidewire lumen. Resistance was noted at the distal section of the guidewire lumen. The condition of the returned unit was consistent with the complaint incident that the tip failed to detach. The tip failed to detach most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.